Manufacturer narrative:
The reported complaint of the autopulse platform (sn 23269) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the archive data review and during functional testing. The root cause of the reported complaint was a defective processor board, likely due to normal wear and tear. The autopulse platform was manufactured in 2011 and is more than 9 years old, well beyond the expected service life of 5 years. Upon visual inspection, no physical damage was observed on the autopulse platform. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering up the device; thus, confirming the reported complaint. The autopulse platform was able to communicate with the apvision software via ir port, and the apvision software was used to clear the system error. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout); thus, confirming the reported complaint. The defective processor board (pca) will be replaced to remedy the fault. Also found in the archive and unrelated to the reported complaint, user advisory 2 (compression tracking error), ua 24 (timeout moving to "home" position) and ua17 (max motor on time exceeded). Upon further functional testing, it was observed that the drive train motor brake gap was out of specification in which can generate ua17 , ua24 and ua02 error messages that was recorded in the archive data, likely due to normal wear and tear, unrelated to the reported complaint. The brake gap needs to be adjusted within the manufacturing specification to remedy this issue. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial (B)(6).

Manufacturer narrative:
Zoll has received the platform, however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, the autopulse platform (serial #(B)(4) displayed "system error, out of service, revert to manual CPR " upon powering on. No patient involvement.